Event description:
A customer reported a cartridge alarm issue with their pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump, and a replacement with updated software was sent to the customer. The customer was advised to use their current pump until the replacement arrived and provided instructions for returning the faulty pump.